Event description:
The patient presented with an acute ischemic stroke symptoms of right hemiparesis, right facial droop and global aphasia. The patient was given tissue plasminogen activator (t-pa) intravenously (IV) and had improved strength, but no improvement in the global aphasia following the IV t-pa. Computerized tomographic angiography (cta) revealed a possible occlusion of the proximal left middle cerebral artery (mca). Cerebral angiography revealed an occlusion of the proximal left mca branch with delayed filling of the left mca territory. Trevo retriever was advanced into the left mca m1 segment through the clot. Recanalization of the left m1 segment was achieved, however, it remained stenotic and irregular and lucency through the m1 segment suggesting a dissection and the physician deployed an enterprise stent (codman) across the m1 segment. Angiography demonstrated recanalization of the m1. There remained residual moderate to severe stenosis in the proximal to mid m1. Angioplasty as performed in the m1 segment and follow-up angiography demonstrated improved caliber of the left m1 with brisk ante grade filling of the mca territory without significant residual branch occlusion. There was residual stenosis of the proximal to mid m1 segment up to ~50%. The patient was observed in nicu and continued to improve. Two follow up CT scans showed no hemorrhage sequelae. The patient's speech improved and the patient was discharged on (B)(6) 2012 home without patient speech therapy.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient presented with an acute ischemic stroke symptoms of right hemiparesis, right facial droop and global aphasia. The patient was given tissue plasminogen activator (t-pa) intravenously (IV) and had improved strength, but no improvement in the global aphasia following the IV t-pa. Computerized tomographic angiography (cta) revealed a possible occlusion of the proximal left middle cerebral artery (mca). Cerebral angiography revealed an occlusion of the proximal left mca branch with delayed filling of the left mca territory. Trevo retriever was advanced into the left mca m1 segment through the clot. Recanalization of the left m1 segment was achieved, however it remained stenotic and irregular and lucency through the m1 segment suggesting a dissection and the physician deployed an enterprise stent (codman) across the m1 segment. Angiography demonstrated recanalization of the m1. There remained residual moderate to severe stenosis in the proximal to mid m1. Angioplasty as performed in the m1 segment and follow-up angiography demonstrated improved caliber of the left m1 with brisk ante grade filling of the mca territory without significant residual branch occlusion. There was residual stenosis of the proximal to mid m1 segment up to approx 50%. The patient was observed in nicu and continued to improve. Two follow up CT scans showed no hemorrhage sequelae. The patient's speech improved and the patient was discharged on (B)(6) 2012 home without patient speech therapy.

Manufacturer narrative:
Conclusion: for anticipated patient complication. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated patient complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.